Event description:
It was reported that the patient underwent a procedure at t4-l3 to treat idiopathic scoliosis. It was reported that during closure of the incision, the patient's bp dropped and crp occurred. It was confirmed that the surgeon brought the patient directly to the ICU directly, the details were unknown. No additional information was provided.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.